Event description:
The manufacturer received information related to an unidentified philips device. The patient alleges having mouth cancer. There is no further information regarding the device. Medical intervention was not specified. The patient required prescription medications, admitted to hospital, spell out what the intervention was. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.